Manufacturer narrative:
The following devices were also listed in this report: mck femoral-lm-rl-sz 3; cat# 180503; lot# unknown, mck tibial baseplate-lm/rl-sz 3; cat# 180603; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding infection involving a mako insert was reported. The event was not confirmed. Method & results-product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned.-clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's knee was revised. As reported: "the pt had some wound drainage that might indicate initial infection. Dr. Wanted to do an I&d &,swap out the poly insert with the identical size that was removed." Rep confirmed that no further information will be released by the hospital or surgeon.